Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery and that this had been an ongoing issue for the customer. The customer's mother stated that she rotated the insertion sites, including even the back of the customer's arm. The blood glucose reading on the morning of the call was in the 300 mg/dl range. The customer's mother stated that the customer had been off of insulin pump therapy for a while now trying to resolve this issue, since they had attempt to resolve it with various insulin pump and infusion set changes. She stated that they have tried 3 different insulin pumps, brand new infusion sets, and brand new reservoirs. She noted that local trainers have tested the insulin pump without running into issues. Advised replacement of the insulin pump for the model that the customer reported to have had the best results with. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-32274.